Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. Based on the available information, the reported problem could not be confirmed. However, as per our records the system is identified to be part of the unit affected list of medical device correction (z-number). The correction has been implemented on the system. The defective footswitch and base station were returned to philips for further analysis. The analysis confirmed that a connection failure between the base station and the footswitch. After implementing the correction, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device¿s wireless footswitch was not working and needed to be replaced. No harm to the patient or user was reported. Philips has started an investigation of this complaint.